Event description:
This consumer voluntary report is submitted on behalf of a patient who had the orbera gastric balloon placed on or about (B)(6) 2017 by (B)(6) of (B)(6), either in his office or at (B)(6). The patient reported severe pain to the treating physician and had emergent surgery on or about (B)(6) 2017 at (B)(6) for removal of the balloon and repair of a perforation of the stomach wall. The patient continued to suffer from complications from the perforation, infection and surgical repair, undergoing subsequent surgical intervention and was transferred to (B)(6) for life-threatening complications on or about (B)(6) 2017. The patient expired on (B)(6) 2017.